Event description:
While performing an endoscopic procedure, the physician requested a captivator endoscopic mucosal resection device for removal of a polyp. This device is placed externally on the end of the scope and then inserted into the pt. Upon insertion and navigation to site intended a metallic colored became visible on the video monitor. Suction and irrigation cleared the residue, and the scope was removed from the pt. The captivator device was removed from the end of the scope and metallic colored residue was removed with a gauze. It was also noted that in the irrigation solution in the suction cannister, small amounts of metallic colored residue was visible. The procedure resumed with an alternate endoscopic mucosal resection device. No apparent harm.